Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 171 cm., body mass index (bmi) 26.3 kg/m2. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Section d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Sections g5 and g7 are not applicable. Section h10 is blank as there are no related report numbers.

Event description:
A patient in a study underwent a da vinci-assisted hysterectomy with bilateral salpingectomy procedure and adhesiolysis of adhesions. Eighteen days after surgery, the patient presented with vaginal bleeding and right lower abdominal pain. An ultrasound examination revealed a suspicion of a hematoma measuring approximately 1.5 x 1.2 cm in size. Cefuroxime 500 mg twice daily, orally, and novalgin 500 mg 4 times daily, orally, were prescribed. There was no re-hospitalization or re-operation required. The index procedure was completed without intra-operative complications or da vinci device malfunctions. There were no post-operative complications prior to discharge which occurred the day after surgery. The study investigator reported the event as mild severity, not a serious adverse event, a clavien-dindo grade ii, probably related to the study procedure, but not related to the patient's underlying disease status, not related to the da vinci investigational device and not related to a third-party device.